Event description:
The customer reported that during a coronary artery bypass grafting procedure the pencil self activated. There was no pt injury. The surgery was finished with another pencil so the problem had no impact on the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.